Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: unable to duplicate complaint about intermittent sound. Sound works properly. Volume of the sound = 61.8 db. The battery compartment was cracked from the top above pad to cover part. A battery compartment leak was found. Moisture was found inside all internal pump: in battery compartment, on transceiver board, on piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.